Manufacturer narrative:
Product event summary: at analysis it was noted that the lower liquid crystal display showed 4 - 5 interrupted lines. It was additionally noted that the device would be scrapped due to a lack of spare parts available for repairs.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.